Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on(B)(6) 2016 and alleged that the physician considers hyperglycemic events that occurred in (B)(6) 2015 to be due to an inaccurate delivery with the pump, and the event is now being reported. On (B)(6) 2015, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2015 was above 600 mg/dl with large ketones, strong and fruity breath, extreme drowsiness, and extreme thirst. It was reported the patient was treated by a healthcare provider with phone advice and other unspecified treatment. The reporter noted the patient remained on pump therapy and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history was not appropriate per the user programmed basal rates for a known and expected reason: the pump was manually suspended and the prime menu was accessed; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The initial statement in (B)(6) 2015 had attributed the event to diabetes management and it was considered not reportable at that time.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: the last bolus delivery was a 3.75u bolus on (B)(6) 2015 at 07:28. The last basal delivery was on (B)(6) 2015. The pump history showed a temp basal program being run on (B)(6) 2016. The black box showed a manual time change on (B)(6) 2015 from 14:09 to 13:09. The pump successfully completed 24hrs duration testing with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings or delivery interruptions during the testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.